Event description:
During follow-up, the device indicated normal eri, although the merlin programmer indicated the device had not yet reached eri. The device was explanted due to normal eri and the patient was in stable condition.

Manufacturer narrative:
The device reached normal eri level during lab analysis testing. Analysis of device image indicated that battery level was above eri during the entire implant period. There was a false eri triggered in the field, consistent with transient battery voltage fluctuations resulting from auto capture pacing in high output mode. Functional testing was performed, including magnet rate test, did not find any anomalies other than battery reaching normal eri level at the time of analysis. The device was implanted for 6.39 years which exceeded device¿s 5.25 year projected longevity based on field settings and is considered normal battery depletion.